Event description:
As reported from our affiliates in japan through the japanese tavi case registry, cardiac tamponade was observed on the same day of the transfemoral transcatheter aortic valve replacement procedure for a 20mm sapien 3 ultra resilia valve. After the procedure, cardiac tamponade was observed. The drainage from the epigastric region was surgically operated. Initially the bleeding was suspected from the area where the temporary pacer was inserted. After the drainage, hemodynamic was recovered and when the temporary pacer was removed, the amount of bleeding was not increasing. Drain was kept inserted in the patient body upon return to the ICU. The cause of the bleeding could not be identified. Per the medical opinion, the causality of the event with both the device and the procedure were indeterminable. After the procedure, there was inflammatory reaction; however, the blood culture returned negative. After the antibiotics therapy, the patient was discharged on post operative day 11.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and tavr procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, this will lead to increased intra-pericardial pressure, which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and in thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In transapical patients, post operative pericardial effusions are common. Most will resolve spontaneously, and some may require an intervention. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Cardiac tamponade is a life threating condition. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the cardiac tamponade is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.